Manufacturer narrative:
Novocure's medical opinion is that the contribution of optune lua device use to nausea cannot be ruled out. Nausea is an expected event with device use and was reported as an adverse event in the ef-23 trial of optune lua together with pemetrexed and cisplatin or carboplatin in patients with mesothelioma (21%).

Event description:
A 61-year-old male patient with pleural mesothelioma started optune lua therapy on (B)(6) 2026, as part of the ist study: "ttfields in general clinical routine care in patients with pleural mesothelioma study (tiger meso)". On (B)(6) 2026, the patient's spouse reported to novocure that the patient experienced nausea associated with optune lua therapy; the nausea subsided when the device was not in use. Metoclopramide was prescribed for symptom management. Multiple attempts were made to contact the prescribing physician; however, no reply was received.